Event description:
It was reported that a malfunction alarm occurred, after the customer exposed the pump to water while swimming. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.